Event description:
It was reported that the device had all three (attention, charge pak and wrench) icons illuminated. The reported issue could be an indicative of the device failure to power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and recommended purchasing a replacement defibrillator. Follow up with the reporter found that the device was removed from service. The device was not returned to physio-control for evaluation. Therefore, the cause for the reported issue could not be determined.